Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp being delivered for support of the patient via the femoral artery and 14fr sheath. The pump was being placed for the hrpci (high risk percutaneous coronary intervention). The team was unable to be delivered. The anatomy precluded placement. No harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related.